Manufacturer narrative:
G4:11jun2021. B4:28jun2021. The customer called technical support (ts) requesting a battery replacement for routine preventative maintenance. The battery replacement was for preventative maintenance upon the customer's request. No other anomaly was observed. There were no allegations of a malfunction seen on the case record. This case record was created to document the battery assembly.

Event description:
The customer called into technical support (ts) reporting that the device¿s battery failed and requesting replacement. The customer reported there was no patient involvement at the time the issue was discovered. No medical intervention nor delay in therapy was reported.